Event description:
It was reported that this pulse generator was explanted and replaced on (B)(6) 2019 due to advisory or recall. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).